Manufacturer narrative:
Expertise of the subject device confirmed the reported behavior and revealed that the female connector on the home monitor was damaged. The root cause of this issue could not be determined with certainty; however, inadequate handling by the operator may be the cause of this deformation. It could be the result of repeated improper use of the plug on the device. This case is recorded for trending purposes.

Event description:
Reportedly, the transmitter does not turn on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the transmitter does not turn on.